Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.

Event description:
Patient reported a transmitter failed error.

Manufacturer narrative:
(B)(4).